Manufacturer narrative:
Block b3: exact date unknown, event occurred five months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 18493276, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 18915128 model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 19132907, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, serial number: na, batch/lot number: 20123501, model/catalog description: click anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure.